Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an clinic follow-up, myopotential oversensing was noted on the device. The oversensing was reproducible in clinic during diagnostic testing. The device was reprogrammed to resolve the event and the patient experienced no adverse consequences.